Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that since the patient¿s unrelated surgery, they could not urinate and had only a small stream of urine and it lasted more than 24 hours. It was noted they had to put a catheter in until (B)(6). It was reviewed that the patient could change parameters to help with symptom control and to document symptoms as needed and discuss with their healthcare provider (hcp). It was noted no trauma/falls occurred that could be related to this issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.